Event description:
A malfunction occurred on the customer's pump after it was hit on a sink during a fall. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent and provided instructions for putting the malfunctioning pump into storage mode before returning it. The customer understood and acknowledged the steps for receiving and returning the pumps.